Event description:
It was reported that the patient, that is enrolled in the advance ii clinical trial, experienced lead migration after the implant. An intra operative CT scan, computerized tomography scan, confirmed the lead was in the correct location. A post operative CT scan, computerized tomography scan, showed that the lead migrated. The patient underwent a lead revision procedure in which the lead was explanted and a new lead was implanted. The patient is doing well post-operatively.